Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2024, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch verio flex meter powers off during use. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began at an unspecified date and time at the beginning of (B)(6) 2024 and she was unable to test her blood glucose. The patient manages her diabetes with a combination of oral medication and insulin. In response to the alleged issue, the patient claimed she called her doctor and continued to follow her usual diabetes management regimen. At the beginning of (B)(6) 2024, an unspecified time after the alleged issue began, she claimed she developed symptoms of ¿weakness, laziness and nausea¿ and was treated at the emergency room (ER) with IV fluids and unspecified pills. The patient reported obtaining a blood glucose reading of ¿200-300 mg/dl¿ on the ER meter prior to receiving treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The cca educated the patient on the meter¿s behavior and auto-shutoff and alleged meter issue remained unresolved. The cca noted that based on the information provided, the subject meter¿s battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly received medical intervention for an acute complication of diabetes after the alleged meter issue began.